Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system visited the hospital due to shortness of breath (sob) symptoms. The patient reported that device was found to be pacing at a rate of 130 beats per minute (bpm) instead of the programmed 80 bpm. Subsequently, the device was interrogated and found that the change in brady pacing rate appeared to have been due to oversensed noise signals on the right atrial (ra) lead. It was noted that the ra lead is a competitor lead. At this time, this crt-d and ra lead remains in service. No additional adverse patient effects were reported.